Event description:
Solicited per patient, pump was giving no disposable, pump won't run error on (B)(6) 2021. Patient determined it was the tubing causing the error on the pump. He switched tubing and the error code cleared. He does not have the packing for the defective tubing, so lot number is not known. However, patient does still have the defective tubing. No other information known. Prescriber has not been notified. Did the reported product fault occur while in use with the patient? No; did the product issue cause or contribute to patient or clinical injury? No; is the supply available for investigation? Yes; did we replace the supply? No; patient had extra on hand. Did the patient have backup supply he was able to switch to? Yes; was the patient able to successfully continue infusion? Yes; is the infusion life-sustaining? Yes; outcome? Resolved. Reported to (B)(6) by pt/caregiver.